Manufacturer narrative:
Clarification to b3 date of event: partial date september 2024 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed by MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell and orientation dot assessed as inconclusive. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side rupture confirmed by MRI. The device has been explanted and replaced with a non-allergan device.